Event description:
There was an issue with the quantien system with the fuse box in the power cable. There is no specific case, patient or consultant involved, but it was reported that over the weekend the fuse box had emitted a bit of smoke and a bad smell. Again, there are no patient details to be concerned with, purely a physical issue.

Manufacturer narrative:
Product evaluation: based on the information provided to abbott and the investigation performed, root cause of the field reported event citing physical damage to the power supply module was successfully isolated to fluid intrusion of one of the power supply connector posts.